Manufacturer narrative:
Additional information: g: section 5; h6: method code 2.

Manufacturer narrative:
A review of the manufacturing record for the device verified the lot met all pre-release specifications. The sheath was discarded at the facility and not available for analysis. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to blood loss, bleeding.

Event description:
On (B)(6) 2020, this patient underwent a thoracic endovascular aortic treatment for a penetrating aortic ulcer where a 24fr gore® dryseal flex introducer sheath was intended to be used. It was reported that the physician did not notice any sheath problem during the preparation before inserted the sheath in the patient. The correct amount of saline was injected into the valve. Reportedly, the physician noticed some bleeding from the sheath valve. After the dilator was retrieved, an iliac arterial bleeding (pulsating) was noticed. Reportedly, the vessel was not damaged or dissected. It is unknown how much blood was lost, but the patient required blood transfusion. The sheath was replaced for another 24fr gore® dryseal flex introducer sheath. The cause of the valve leak is unknown. The procedure was successfully completed. The patient tolerated the procedure.